Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during hospitalization in 2006 with reported stop date of 3 days later. It was reported that during hospitalization, the pt experienced hypotension. The event was not felt to be related to the device; however, felt to be related to the procedure. The pt's condition was not pre-existing and the action/treatment administered was vasopressors/inotropes. The event resulted in prolonged hospitalization and the pt's outcome was reported to be resolved. No additional info was available.

Manufacturer narrative:
Study event.